Manufacturer narrative:
The reported complaint symptom iipv (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom draining slowly was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. A visual inspection of the returned cycler exterior showed no signs of physical damage.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient experienced long drains when performing treatments on the liberty select. Patient treatment details was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (drain unknown) where 5535ml allegedly drained. This drain is 198% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2800ml is 5040ml. Therefore, a reportable malfunction has occurred. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient continued, however, to experience cycler alarms which the nurse attributes to the patient¿s chronic catheter issues. The patient has opted to change treatment modality to in center hemodialysis.